Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a moderately calcified annulus with a perimeter of 64 millimeter (mm), the valve was implanted at a depth of 2 mm on the non-coronary cusp (ncc) and 3-4 mm on the left coronary cusp (lcc). The pigtail catheter was positioned in the ncc. As the pigtail catheter was attempted to be removed using an exchange length j wire, the pigtail catheter caught the valve near the waist to the outflow portion and dislodged the valve. Subsequently, the valve was snared up slightly above the sino-tubular junction (stj) and secured as a second valve was successfully implanted. No additional adverse patient effects were reported.